Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.